Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked around the plunger while administering medicine. The following information was provided by the initial reporter, translated from (B)(6) to english: "leak around the plunger when trying to administer a drug".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked around the plunger while administering medicine. The following information was provided by the initial reporter, translated from french to english: "leak around the plunger when trying to administer a drug."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-08. H6: investigation summary one sample received for investigation, upon visual inspection of the sample received it can be observed the syringe was used and leakage past the stopper can be seen. The syringe was examined and a damage (dent) was noticed below 30 ml mark of the scale. This damage can be related to the leakage experienced by customer. When the barrel is damaged with a dent, the geometry of the barrel changes causing a bad adjustment between stopper and the inner walls of the barrel. This can lead to loss of tightness when the stopper reaches the dent. A device history review was performed for lot 2104094, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Potential root cause is associated with the assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.